Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated they went to work out this morning and had condensation in their insulin pump and the blood glucose is over 400 and there's condensation in the insulin pump. The customer was unsure what kind of fluid or moisture the insulin pump was exposed to and stated there were no cracks just scratches on the insulin pump. The customer was advised to discontinue use of the insulin pump and to treat per healthcare professional's recommendation. The product will be replaced. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self-test. No moisture damage noted on electronic assembly or motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.